Event description:
While treating a case, reached 2600 shocks and unit stopped shocking. Unable to complete the 3000 shocks ordered by the physician. Possible undertreatment.

Manufacturer narrative:
Per service order, field service engineer inspected system and found chu shuts down after startup. Chu replaced, system tested and is fully functional in accordance with manufacturers service manual. No further issues have been reported with this system following the service.

Manufacturer narrative:
Field service engineer (fse) dispatched. Per fse, issue resolved and system fully operational. Healthtronics service management reviewing service results. Follow-up MDR will be submitted when final review is complete.